Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - non flow stop. Sample p/n 21-7002-24, l/n 3666987 was visually inspected and no abnormalities reported. The device was then tested and looking for leaks as this did not occur. No fault can be found and no leaking was confirmed. The engineering manufacturing revealed device passed and performed at 100% prior to release.

Event description:
Device evaluated and summary.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was an internal leakage. It is unknown if there was a patient involved during the reported event.